Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had chronic noise on the atrial channel. Review of right atrial lead measurements revealed abrupt changes in impedance measurements. The highest measurement was 2,156 ohms however it appeared the measurements have stabilized in the 500 ohm range. Technical services discussed reprogramming and troubleshooting options for the next in-clinic device check. No adverse patient effects were reported.